Event description:
Ous MDR - when this device was interrogated, an error message appeared. A reset of the device was performed, but after the reset, the device could not be interrogated. Another reset was performed unsuccessfully. Therefore, this device was explanted and replaced.

Manufacturer narrative:
Ous MDR.